Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested 466 mg/dl on the inform system while using comfort curve test strips, whereas a lab value returned as 93 mg/dl. The reported values were obtained from the same sample. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.